Event description:
Reportable based on device analysis completed on 10may2023. It was reported that crossing difficulties were encountered and the procedure was cancelled. The 95% stenosed target lesion was located in the highly tortuous and highly calcified mid to distal anterior descending artery. A 2.50x32mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion due to tortuosity and calcification. The procedure was postponed. No patient complications were reported. However, returned device analysis revealed shaft detached/separated.

Manufacturer narrative:
(E1) initial reporter facility name: shri mata vaishno devi narayana superspeciality hospital kakryal device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. The device was returned the stent detached from the balloon. The stent outer diameter was within maximum crimped stent profile measurement. Stent delivery system including balloon was not returned. Stent delivery system including balloon cone and tip was not returned. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section found the shaft polymer extrusion detached at 4.4cm from the end tab of the laser cut section.